Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-aug-2024 the analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool® smart touch¿ electrophysiology catheter and an irrigation issue was noted during the device being used on the patient. Occlusion/ no irrigation. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was provided on 30-jul-2024. The suspected device for the reported flow/irrigation issue was the catheter. The issue was noted during use on the patient. No error noted from the irrigation pump. The power during ablation cannot reach the power specified. The correct catheter settings were selected on the generator. The pump was not switching from ¿low¿ to ¿high¿ flow during ablation. This irrigation issue was originally considered non-reportable, however, bwi became aware that the irrigation issue was noted during the device being used on the patient on 30-jul-2024 and have reassessed the event as reportable.

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool® smart touch¿ electrophysiology catheter. Occlusion/ no irrigation. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was provided. The issue was noted during use on the patient. The device evaluation was completed on 28-aug-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the irrigation tube folded could not be established. The instructions for use contain the following warnings and precautions: a compatible irrigation pump is recommended to ensure proper irrigation flow rate. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was received on 08-sep-2024. There were no issues with the flow rate change at the start of the ablation. Unknown if there was any issue related to the pump. The power during ablation cannot reach the power specified. No issue related to the power. During an internal review on 18-sep-2024, noted a correction to the 3500a initial under the d4. Primary UDI number field as should have been reported as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).